Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump was alarming system time out. Mmdg followed up with the initial reporter, who stated that because of the alarm, the patient experienced a three hour delay of their dobutamine therapy. (B)(4).